Manufacturer narrative:
H3: pli# 10 product ID# 97715 found no significant anomaly. Analysis of product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2023, product type lead found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-aug-09, information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient (pt) reported they are getting a window "settings not available cannot provide your desired intensity settings" since yesterday when they try to turn the stimulator up. Patient services (pss) understood pt was referring to the controller (ptm) displaying the settings not available screen when trying to increase their therapy intensity. Patient services-pss confirmed the neurostimulator (ins) was turned on. Pt stated they only have programmed settings available for group a: with sub-groups 1 & 2. Pt explained they normally never adjust the settings leaving it the same 24 hours a day. But they were having some back pain/spasms this week. Pt said the intensity is normally set at 4 all the time and they were able to increase to 5 just recently without a problem. Pt denied recent reprogramming adding the last time was when ins was upgraded. Pss redirected pt to healthcare provider (hcp). Pt stated they no longer have a managing hcp. Pt is currently visiting northern michigan for about the next three weeks; pss sent email request to manufacturer representative (rep) for the patient's current area and area of residence explaining situation to request assistance. On 2023-nov-08, additional information was received from the manufacturer representative (rep) reporting that the lead and ins were replaced today as there was a ¿fractured lead or something¿ as 10 and 16 contacts had high impedances. Technical services provided case number and caller had lead and ins to return. The replacement was just performed but the patient appeared to be doing well. The devices were received on 2023-11-21. On 2023-11-30, additional information was received from the manufacturer representative (rep) reporting that contact 1, 3, 4, 8, 9, 10, 12, 13, 14 and 15 all showed avoid with impedances values of 40k (impedance standard session report was sent in). The other contacts, though not at 40k ohms, were showing elevated impedance values as well. The rep clarified that there was no lead damage.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type lead. Product ID 97792 lot# serial# (B)(6) product type accessory product ID 97792 lot# serial# unknown product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end weld was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.